Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the cusomer had an a33 alarm on the insulin pump. The customer's blood glucose level was 197 mg/dl. The customer stated that the insulin pump had a check settings alert and a33 alarm. The customer was advised that she is not allowed to get a replacement insulin pump because of several outstanding insulin pump on the account. The customer was advised that her frield will need to call for her account so we can get the number for her.